Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this lead had exhibited threshold fluctuations from as low as 200 ohms to as high as 1400 and tripped the lead safety switch. The tech was having difficulty obtaining any lead measurements at the pt's last visit. A lead revision will be scheduled as the lead is believed to be fractured. At this time the product remains in service.